Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem comp #7l-cem; cat# 5515-f-701; lot# ate4d. Triathlon prim tib baseplate ¿ cemented; cat# 5520-b-600; lot# aib4sb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. Not available.

Event description:
It was reported that patient's left knee was revised due to infection.